Event description:
It was reported that 3 bd maxzero¿ needle-free valves experienced leakage. The following information was provided by the initial reporter: it leaked and squirted blood a few times.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd maxzero¿ needle-free valves experienced leakage. The following information was provided by the initial reporter: it leaked and squirted blood a few times.

Manufacturer narrative:
H.6. Investigation: a mz1000 product was not available for investigation; and the lot number was not provided by the customer. No further information was available to assist the investigation in this instance. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.